Event description:
A customer contacted beckman coulter (bec) reporting that there was a diluent leak of approximately 2 ml from the baths in the coulter ac*t diff hematology analyzer. The leak was not contained within the instrument. There were no instrument generated error messages. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, protective eyewear, and a shield at the time of occurrence. The material safety data sheet (msds) were not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec customer technical support (cts) instructed the customer on how to replace the bath waste and diluent peristaltic tubing. There was no further leak observed following the repairs and all controls were within specification. Service was not dispatched for this event. Failure mode is related to tubing at peristaltic pump pm1. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).